Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. (B)(4).

Event description:
It was reported that the right atrial lead had a pacing impedance increase, and high and low impedance measurements were noted also. The threshold increased to high over three months. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.